Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 150 mg/dl and 77 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strip vial has been discarded. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.